Manufacturer narrative:
At analysis it was noted that the upper and lower cases as well as the output connector assembly were broken, the keypad was scratched and the main seal was pinched. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was in need of repair. Follow-up was initiated to obtain additional information. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the external pulse generator subsequently tested out of specification during manufacturer¿s analysis.